Manufacturer narrative:
Follow-up # 1 ¿ (07/30/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate erratic readings of ¿120 and 80 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014 at 7:30 am, the patient reportedly exercised while she managed her diabetes with the subject meter. Subsequently, she ate and developed symptoms described as ¿shaking and vomiting.¿ there was no report of any required medical intervention at the time of concern. During troubleshooting, the patient confirmed the reported readings were taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The test strips were within the discard date. The unit of measurement was set correctly. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia while she managed her diabetes with the lfs product.